Event description:
It was reported to philips that the allura device would not boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the power supply. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. A review of the system logfiles found that there was an issue with the flexvision pc. Upon troubleshooting actions, fse found a defective low-voltage power supply. When fse changed the power supply, a flexvision problem was revealed. The defective part was returned for analysis, and the investigation indicated that there was no power output, and that the failure mode was a power supply defect. Fse replaced the pd scomp dcps and turned on the flexvision pc. After the replacement of pd scomp dcps, the system was returned to use in good working order. The codes were updated based on the investigation outcome.